Event description:
It was reported during aa lap prostectomy, the first piece gave an instrument error when it was used. Smoke was seen coming out from the jaws when the instrument was tested. The nurses then removed it to clean, and that is when they noticed smoke from the end of the shaft. They suspected it was from the padding. Upon cleaning, the tip broke off. Then changed to the second device, which had the same symptoms as the above, but the tip did not break. Therefore, they changed the handpiece and reassembled the disposable, but when they tested the disposable with the second handpiece, the test failed with error code 5. They then changed the generator and re-tested the disposable, but it still failed. Therefore, they opened the 3rd piece of disposable. This piece then worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device a was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. No smoking was seen. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b batch h90n93 mfg date: 3-1-2011 exp date: 2-1-2016.